Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20807942, expiration date 11/30/2014). (B)(4).

Event description:
Customer reportedly received results of 24 mmol/l and 22 mmol/l on the mobile system and a result of 5.7 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20807942, expiration date 11/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.